Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
Device history records (DHR) and retain dressings for lot# 2602392 were examined and no discrepancies were found. Review of line setup/line clearance forms in the (DHR) confirmed that the pouching equipment and work area were cleaned per procedure. All associates on the packaging line during pouching operations for lot# 2602392 were trained per procedure. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "a hair can be seen through the sealed sterilized pack". Photos depicting the reported complaint issue were provided by the complainant.